Event description:
It was reported that a 70-year old african american female patient underwent breast prosthesis implantation surgery with a 425cc mentor smooth round spectrum saline breast prosthesis on the right breast and suffered breast implant deflation, post-operatively. As a result, the patient underwent breast implant removal surgery on (B)(6), 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 10, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the correct patient identifier was also provided.

Manufacturer narrative:
On july 28, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation with approximately 25.5 cm of tubing attached to the implant, the connector and injection dome were returned. Mentor conducted visual inspection, leak testing and microscopic evaluation of the returned device. Visual analysis of the returned sample revealed that the spec smooth rnd 425cc breast implant had a crease/fold on the anterior view. Additionally, a tear within the crease was identified measuring approximately 0.5 cm. Leak testing was performed, according to mentor procedure, and no additional leaks were identified. A microscopic examination was performed and no instrument damage was observed at the edges of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.